Event description:
Reporter indicated that vns pt has experienced numbness on the left side of the face and neck area since implant surgery. The pt also feels a "shocking sensation" in the neck area when pt moves their left arm to the left. The pt reports a significant decrease in seizure activity with the vns therapy. It was reported that the pt's incision was more diagonal than the typical horizontal incision and that treating neurologist reportedly believes that the implanting surgeon may have cut some facial nerves causing the numbness. The pt's device was programmed to off, after which the "shocking sensation" resolved. The facial numbness continues after discontinuation of stimulation.